Manufacturer narrative:
(B)(4). Baxter received the device in question. The eval is not complete. When the eval is complete, a supplemental report will be submitted.

Event description:
During baxter's device eval, the device alarmed "upstream occlusion!" When no occlusion was present. There was no pt involvement.